Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized and due to diabetic coma and high blood glucose on unknown date. The customer¿s blood glucose was in range of 700 mg/dl. It was reported that the customer was treated in the hospital. The customer stated that the customer wasn't getting my insulin. It was reported that the insulin pump did not alarm. It was reported that the customer declined troubleshooting. The devices will not be returned for analysis.